Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the infusion set's tubing was detached close to the site location. Therefore, the site location was the patient's abdomen and the pump was located on the centre above the infusion set. Moreover, the infusion set was used for one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing, and the pump was not dropped with the set connected to the patient's body. No further information was available.